Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. The issure was determine to be qc failure, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the bd bbl¿ brain heart infusion that there was a performance issue. The following information was provided by the initial reporter: customer problem: media product 211059 - bottle brain heart infusion- does not meet ph or visual specifications. Quantity received and quantity affected: 1 bottle received/ 1 bottle affected when reconstitute lot, does not look normal. Usually comes out darker, ph is too low - 7.09. Second time trying to make agar from the bottle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ brain heart infusion that there was a performance issue. The following information was provided by the initial reporter: customer problem: media product 211059 - bottle brain heart infusion- does not meet ph or visual specifications. Quantity received and quantity affected: 1 bottle received/ 1 bottle affected when reconstitute lot, does not look normal. Usually comes out darker, ph is too low - 7.09. Second time trying to make agar from the bottle.